Event description:
The hosp claims that the graft was implanted in 1994, for an aneurysm procedure. Seven years later, the graft was explanted due to its leaking and forming an aneurysm (in the original artery). The hospital also stated that the bleeding may have been due to the pt's leukemia. On 07/2001, co learned the following from a user medwatch report: there was questionable bleeding dyathesis from leukemia. The complaint report was received on a medwatch form #3500a, uf/dist report #050424-000-2001-0001. Section e4 of the form indicated it had not been sent to the FDA. On 07/2001, co learned the following from the reporter: the pt did well, post-operatively, the clinical outcome was good.